Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that the implantable cardioverter defibrillator was in backup operation. The patient then presented to clinic for further evaluation, and it was noted that the device reached the elective replacement indictor (eri) in (B)(6)2024. No further information was available.